Event description:
It was reported that the patient experienced stimulation in the incorrect area following a fall onto his back. The patient was unable to charge his implantable neurostimulator (ins). It was noted that the patient had "some" edema on his back. When the amplitude of the ins was increased, the patient experienced "sensation" on his back. The ins battery was successfully explanted and replaced and the patient outcome was reported as "no harm". If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator model 37712, serial# (B)(4), found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.